Event description:
It was reported that a novum iq large volume pump was suspected to have over infused during patient therapy of zosyn (programed rate 200, volume to be infused (vtbi) 90). The nurse entered the room to hang a new bag of zosyn and found the pump completed and turned off (IV line and bag are dry). The nurse noticed the previous dose (rate 200, vtbi 90, time remaining 27 minutes) still programmed as if it had not totally infused. The vtbi should have been at ¿0¿ if it had fully infused unless someone had reprogrammed the pump. The nurse asked staff members and confirmed that no one had. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: correction to previous g3 date: update to 02/25/2025. H11: the device was evaluated on-site at the customer facility by a baxter technician. A review of the event history log identified an infusion for piperacillin-tazobactam prior to the event date at the reported rate of 200 ml/hr and for a programmed volume to be infused (vtbi) of 85 ml which was terminated by the user. Additional infusions were found prior to the reported date with reported vtbi of 90 ml but rate of 100 ml/hr. The exact infusion parameters were unable to be identified in the device log. Functional downstream (distal) occlusion sensor, upstream occlusion sensor, and flow rate accuracy testing was performed with no issues noted; the reported infusion event was not reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.